Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of right atrial (ra) signals. The device had previously been reprogrammed due to this. It was also noted that fluoroscopy showed the lead was not in a good position. The patient was checked at their clinic and no lv capture was noted. No adverse patient effects were reported. The lead remains in service.